Manufacturer narrative:
(B)(6). The lot was manufactured february 19, 2016 ¿ february 20, 2016. The device was received for evaluation. Visual inspection identified a dent located on the lower area of the housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom corner of a large volume folfusor was damaged. This was identified prior to use. There was no patient involvement. No additional information is available.